Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped (B)(4) 2013. Medtronic inspection/evaluation of returned suspect devices finds the tap was not blocked as reported. Medtronic engineer was able to pass a guide wire completely through the instrument. However, the tip of the instrument is tamped down and fluted out. Unable to duplicate the issue. This device did not cause event.

Event description:
A medtronic representative reported a site 4.5mm tap (cannulated) that was clogged. This condition was identified when putting the tap through normal steam wash. There was no patient present.